Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir lip ring was broken off and reservoir lip was jagged. The customer¿s blood glucose level was 245 mg/dl at the time of the incident. The customer stated the location of damage was reservoir lip. The customer was assisted with troubleshooting and reported that the reservoir was able to lock in place into the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.